Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of the device (lesion morphology ¿ 80-90% stenosis, severe calcification). Deformation problem (stent deformed). Evaluation conclusions: known inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology ¿ 80-90% stenosis, severe calcification). (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to a lesion in the lad with 80-90% stenosis. The lesion was severely calcified. The degree of vessel tortuosity is unknown. The device was inspected prior to use with no issues noted. The lesion was pre-dilated with balloon. It is reported that the endeavor resolute des could not pass the lesion. Resistance was not encountered at the lesion. The physician used a new device, of same size, to complete the procedure. No patient complications reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The 11th and 12th proximal segments have raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).